Manufacturer narrative:
On (B)(6) 2017 tandem technical services followed up with the customer and the customer reported that the battery charging issue was resolved with the cable replacement.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump battery depleted from 75% to 50% within a very short time. Additionally, the customer reported that the charging cable was damaged preventing to charge the pump. The customer had an alternate usb cable that was used to charge the pump. The customer's blood glucose level was not impacted.